Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Lot number he01138 (production date (B)(6) 2015, expiration date 28-aug-2018). Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. As received, we visually inspected the returned unit and confirmed that all the delivery catheter components are present, we received a damaged part of the micro-insert, we also detected that the distal end of the coil catheter was damaged. All IFU steps were completed as evidenced by the location of the delivery wire holder within the handle assembly. Since we did not receive the rest of the micro-insert we were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment: a female patient had essure inserted and it was reported the occurrence of essure microinsert breakage. A piece of the device was removed from uterus and the distal part of the device remained in the fallopian tube. The event is anticipated according to the reference safety information for essure. Difficult insertion/removals, essure breakage may occur. As the device breakage occurred at time of essure insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("essure microinsert breakage: piece of the device was removed from uterus and the distal part of the device remained in the fallopian tube") and complication of device insertion ("complication of device insertion") in a female patient who received essure (batch no. He01138). On an unknown date, the patient started essure. On an unknown date, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage outcome was unknown and the complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage and complication of device insertion with essure. The reporter commented: it looks like the sheath has rolled back as normal and the device has somehow moved with the sheath and become entrapped so when I have removed the introducer it has pulled the coil off the device and snapped it. Most recent follow-up information incorporated above includes: on 14-dec-2016: lot number and new information company causality comment: a female patient had essure inserted and it was reported the occurrence of essure microinsert breakage. A piece of the device was removed from uterus and the distal part of the device remained in the fallopian tube. The event is anticipated according to the reference safety information for essure. Difficult insertion/removals, essure breakage may occur. As the device breakage occurred at time of essure insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4) . Lot number he01138 (production date (B)(6) 2015, expiration date 28-aug-2018). We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 20-dec-2016: quality safety evaluation of ptc received. Company causality comment: a female patient had essure inserted and it was reported the occurrence of essure micro insert breakage. A piece of the device was removed from uterus and the distal part of the device remained in the fallopian tube. The event is anticipated according to the reference safety information for essure. Difficult insertion/removals, essure breakage may occur. As the device breakage occurred at time of essure insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 17-feb-2017: no further information could be obtained. Company causality comment: a female patient had essure inserted and it was reported the occurrence of essure microinsert breakage. A piece of the device was removed from uterus and the distal part of the device remained in the fallopian tube. The event is anticipated according to the reference safety information for essure. Difficult insertion/removals, essure breakage may occur. As the device breakage occurred at time of essure insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. No further information is expected.